Event description:
Patient woke from sleep overnight (B)(6) 2026 and felt his blood sugar was running low. His dexcom g7 sensor read 241. Patient got up to check fingerstick but fell down and had a loss of consciousness. Patient¿s wife was present; she revived him and gave him juices. After juice patient felt better and his blood sugar reading by finger stick was in the 120¿s. When patient fell, he did strike head and reports bump to area as well as pain and bruising to lower back and buttocks. Review of his dexcom and pump reveals high bg reading at the time followed by abrupt lower bg ¿ suggesting falsely high read in his dexcom that likely led to his hypoglycemia as he was on a hybrid loop pump which was actively correcting his high bg. Given use of dexcom with insulin pump in hybrid. Loop mode, such a falsely high bg level is dangerous as it leads the pump to correct it with extra insulin which he did not need.